Event description:
Unomedical reference number (B)(4). Event occurred in china. On (B)(6) 2022, the patient's mother reported that the quick release can be turned and disconnected without holding the two sides. Therefore, the patient's blood glucose level was 23 mmol/l and the patient's mother immediately corrects it by replacing the line and implant the site. No further information was available.